Manufacturer narrative:
An event of an off label use of an amplatzer vascular plug ii to close a patent ductus arteriosus and the high gradient at the lpa bifurcation during implant was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a cardiac murmur was observed at a health checkup and a patent ductus arteriosus (pda) was diagnosed. An unknown amplatzer vascular plug ii was selected to close the pda, an off label use of the device. During implant the device blocked the left pulmonary artery (lpa) and the device was removed. The device was exchanged for a second unknown amplatzer vascular plug ii. The replacement device was released from the delivery cable and high gradient was observed at the lpa bifurcation. The device was retrieved using a snare wire. The device was exchanged for a third unknown amplatzer vascular plug ii. The third device also displayed a high gradient at the lpa bifurcation, but the stenosis was considered morphologically mild in contrast and the procedure was completed. An echocardiography post procedure confirmed the stenosis and remote catheter treatment was performed. After three months, a pulmonary perfusion scintigraphy was performed with poor results. A pulmonary angioplasty was performed with a balloon, but it was ineffective. Two years post procedure another pulmonary perfusion scintigraphy was performed and the results had not improved.